Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump had "five doses of duopa before having ae and was take off medication." Per reporter, no additional information was obtained. It was also reported that the pump exhibited "no disposable alarms" with two different cassettes.